Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/18/2018. The manufacturer¿s customer specialist confirmed the reported calibration issue and instructed the customer in performing a touchscreen calibration which corrected the issue.

Event description:
Customer reported that the alarm silence button would not respond. There was no patient involvement. The event date was not specified; estimate used.